Manufacturer narrative:
H.6. Investigation: one used primary set, model 2426-0500, lot 20033195, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's second smartsite needleless connectors was disconnected from the tubing. No other defects were observed. The customer's complaint of tubing separated from a y-site was verified. A device history record review for model 2426-0500, lot number 20033195 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had been properly applied to the tubing. However, alignment of the separated tubing and the smartsite indicated that the tubing had not been fully inserted during the assembly process.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing came apart. The following information was provided by the initial reporter: material # : 2426-0500. Batch/ lot # : 20033195. It was reported that the tubing was in two pieces and not connected at all to a y site. Verbatim: the tubing was in two pieces, not connected at all to a y site.

Manufacturer narrative:
(B)(4). Investigation summary: one used primary set, model 2426-0500 lot 20033195, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's second smartsite needleless connectors was disconnected from the tubing. No other defects were observed. The customer's complaint of tubing separated from a y-site was verified. A device history record review for model 2426-0500 lot number 20033195 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23mar2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had been properly applied to the tubing. However, alignment of the separated tubing and the smartsite indicated that the tubing had not been fully inserted during the assembly process.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing came apart. The following information was provided by the initial reporter: material # : 2426-0500, batch/ lot # : 20033195. It was reported that the tubing was in two pieces and not connected at all to a y site. Verbatim: the tubing was in two pieces, not connected at all to a y site.